Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer. Therefore, product testing was not possible. Visual inspection on retained products was performed on parallel batch lot# ub32008. 48 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution was clear and colorless. All components were included in the products and were without defects. Product deficiency was not found on retain samples. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the healon was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2016, during the 6-hour postoperative visit, the intraocular pressure (iop) was 43 mmhg. The doctor performed an ac tap (anterior chamber). The left eye (os) was treated with an iop reducing medication. The patient was seen on (B)(6) 2016, and the intraocular pressure os was 12 mmhg. The event was considered resolved without sequelae. The patient recovered. No further information was provided.